Event description:
It was reported that the patients lead was fractured and has multiple contacts with high impedances. The patient was experiencing inadequate stimulation despite reprogramming. Additional information was received that the patient underwent an explant procedure and the explanted device components will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 17381817.

Event description:
It was reported that the patients lead was fractured and has multiple contacts with high impedances. The patient was experiencing inadequate stimulation despite reprogramming.